Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000195794) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais) with the target occlusion in the right m2 segment of the middle cerebral artery, the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000195794) was used in accordance with the instruction for use (IFU). During the preparation, it was reported that it was ¿difficult to remove the air completely from the emboguard.¿ after air was removed from the emboguard, it was inserted into an 8f sheath (unspecified brand) with a 6f angiography catheter (unspecified brand) and a 0.035-inch guidewire (unspecified brand) and placed at the distal origin of the right internal carotid artery (ica). The angiography catheter was removed and a sofia¿ 5f aspiration catheter (microvention) was inserted into the emboguard. The sofia catheter could not advance and a kink was found under fluoroscopy. The emboguard was moved forward and backward, but the sofia catheter cold not go through. The emboguard was replaced with an optimo¿ balloon guide catheter (tokai medical products) and it could advance and place without issues. The procedure was successfully completed without any negative patient impact. It was also reported that there was an aorta arch type. During advancement into the right ica, branch angel from the arch was about 45°. Access was femoral. Continuous flush was maintained during the procedure. The timing of the kink is ¿probably after removal of angiography catheter. Kink was confirmed [when] the aspiration catheter was inserted into the emboguard and advanced. Per the additional information received on 08-nov-2023, no deflation issue was observed during the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 29-nov-2023. [Additional information]: on 29-nov-2023, additional information was received. The information indicated that there was deflation issue after each inflation. The physician did experience the same issue with the emboguard catheter during the procedure. It was also indicated that no further information related to the procedure and the reported device issue can be obtained. Updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.